Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, an unspecified number of false positive patient results were obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: bd initiated an investigation regarding customer concern of an increase in the hpv45 target being called in patient samples, both as false negatives and low positives, which was a significant increase from the hpv45 incidence from 2024. According to the customer, the increase of hpv 45 false negatives and low positives coincided with week 13 when they switched to lot 4319527. Bd investigation into this issue included review of the customer complaint history, review of the bhr records, review of the customer provided files and communications, and retain testing of the available reagents of the hpv onclarity kit. From the files provided by the customer, bd confirmed the customer findings that there was an increase in hpv 45 positivity for the patient samples processed by the customer. The bhr review and retain testing of the hpv reagents, which included the reagent trough, extraction tray, and pcr plates, did not demonstrate any discrepancies or errors indicating reagent failure or contamination with hpv 45.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, an unspecified number of false positive patient results were obtained. There was no report of patient impact.